Event description:
During a percutaneous transluminal angioplasty (pta) to the aorta, it was reported that a powerflex pro was delivered to and inflated at the lesion. However it ruptured at 3 atm during its initial-dilation with an unknown inflation device. Therefore it was removed intact from the patient after a non-cordis stent was placed. Then another new powerflex pro was delivered to and inflated at the lesion for post-dilation. However, it ruptured at approximately 2-3 atm during its initial-dilation. Therefore it was removed from the patient and another new powerflex pro was used. But it also ruptured at approximately 2-3 atm during its initial-dilation. Therefore it was removed intact with no and another non-cordis balloon was used instead. The procedure finished successfully and there was no patient injury. There was no difficulty removing the products from the hoop or removing the protective balloon covers. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio. It is unknown if the same indeflator was used successfully with other devices. An approach was made from the left femoral artery with a sheath introducer (6fr). The lesion was crossed with a guidewire (radifocus, terumo). There was no resistance/friction while inserting the balloons through the rotating hemostatic valve or while inserting the balloons through the guide catheter. There was no difficulty advancing the balloon catheters through the vessel. The balloon catheters did not kink while being used. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was unknown. The products will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the aorta, it was reported that a powerflex pro was delivered to and inflated at the lesion. However it ruptured at 3 atm during its initial-dilation with an unknown inflation device. Therefore it was removed intact from the patient after a non-cordis stent was placed. Then another new powerflex pro was delivered to and inflated at the lesion for post-dilation. However, it ruptured at approximately 2-3 atm during its initial-dilation. Therefore it was removed from the patient and another new powerflex pro was used which also ruptured at approximately 2-3 atm during its initial-dilation. Therefore it was removed intact and another non-cordis balloon was used instead. The procedure finished successfully and there was no patient injury. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was unknown. There was no difficulty removing the products from the hoop or removing the protective balloon covers. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio. It is unknown if the same indeflator was used successfully with other devices. An approach was made from the left femoral artery with a sheath introducer (6fr). The lesion was crossed with a guidewire (non-cordis). There was no resistance/friction while inserting the balloons through the rotating hemostatic valve or while inserting the balloons through the guide catheter. There was no difficulty advancing the balloon catheters through the vessel. The balloon catheters did not kink while being used. The products will not be returned for analysis. (B)(4): review of lot 16026228 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavily calcified and moderately tortuous) may have contributed to the difficulty experienced by the customer. Balloon burst is a well-known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to the damage. In this case, neither of the dhrs nor the information available suggests that the reported burst could be related to the design and manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Concomitant devices: unknown inflation device, radial focus guidewire,unknown sheath introducer (6fr). Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2014-00747 and 9616099-2014-00748 additional information will be submitted within 30 days of receipt. (B)(6).